Manufacturer narrative:
Submit date: 1-jun-2017. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Photos were provided for evaluation. Based on the photos, the plastic screw boss is broken. The glue joint is broken. The metal contacts are bent. Probable root cause is that the power cord was pulled with a large amount of force while the power adapter was still plugged into the ac outlet, causing the prong insert to be damaged, broken into 2 pieces and exposing the two metal contacts. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports broken joey pump cord prong was found in an outlet and exposed in a pediatrics unit. This has been reported as happening numerous times by other hospital employees where the outlet was exposed. No patient was involved.

Manufacturer narrative:
Submit date: 03/2/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports broken a joey pump cord prong was found in an outlet and exposed in a pediatrics unit. This has been reported as happening numerous times by other hospital employees where the outlet was exposed. No patient was involved.